Event description:
Consultant reports patient was implanted with cslp small stature plate at c4-c5 over ten years ago. Patient revised due to adjacent disc disease at c5-c6. Consultant states the incorrect removal set and screwdrivers were brought into the procedure and used on the first attempt to remove the screws. The first two screws were able to be removed with no problem. The third and fourth screw, however, were stripped. The correct drivers were located and the third screw was removed. The fourth screw could not be removed with the driver and had to be burred/cut out of the plate. Procedure was prolonged approximately 90 minutes. Patient was then revised to a two level plate from c4-c6. This is report 6 of 6 for an unknown screwdriver with unknown lot for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device not returned for evaluation. A device history review cannot be performed since there is no lot number available. The investigation could not be completed; no conclusion could be drawn as no product was received. Placeholder.